Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 375cc mentor memorygel breast implant, catalog #3507375bc, lot #210947. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 375cc mentor memorygel breast implants. On (B)(6) 2018 bilateral rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-04821 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 110393 was reviewed on 8/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received from the patient on 8/29/2018. The patient has decided not to remove her implants. Manufacturer¿s reference number: (B)(4).